Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. The customer evaluated the device. The customer swapped the battery from another unit and it did not create any alarm. The customer was seeking part number for the battery only.the product support engineer (pse) provided the part number for the battery only. The customer reported that the battery was replaced and resolved the issue. The ventilator was returned back to service.

Event description:
The customer reported that the ventilator generated an error relevant to a battery failure.although requested, the information regarding patient involvement at the time of the event occurred was. Event date not specified; estimate used.